Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and no longer in axial alignment. It was determined that worn and loose bearings created a situation where the cutter device was not able to be inserted thus not able to function. It was determined that if a cutter device was able to be inserted with this type of damage and the device was ran, it would create heat or vibration or noise or all three from the damaged bearings. Therefore, the reported condition was confirmed. It was determined that these issues were caused by the worn and damaged bearings that were no longer in axial alignment. The assignable root cause was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection of the sets, it was observed that the attachment device was warm/hot. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.